Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
It was reported that a patient had a medpor implant, and when returning for the follow up appointment, it was found that the wound had an infection. The part of the implant near the infection was removed and disposed.

Manufacturer narrative:
The product was not returned for investigation and not enough information was provided. Therefore a confirmation of the reported event was not applicable. The checklist for infection of the customer was requested and the provided information indicated that the device was implanted in the patient behind the ear. The customer assumed that the area contributed to the infection. For infection complaints expanded investigations were performed to assure that neither the complained device nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps (and beyond that) could have caused or contributed to the reported event. Within the expanded investigations no indication was found for any systematic, design or manufacturing related issue. Therefore no preventive and / or corrective actions are deemed necessary at this time.

Event description:
It was reported that a patient had a medpor implant, and when returning for the follow up appointment, it was found that the wound had an infection. The part of the implant near the infection was removed and disposed.